Event description:
It was reported that this right ventricular (rv) lead presented an increase in its capture threshold measurements, so it was capped and surgically abandoned while the patient underwent an elective generator replacement for normal battery depletion. No additional adverse patient effects were reported.